Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable. As a result, the ipg was explanted and replaced with a different model which resolved the issue. During the surgery the physician noted that the ipg was too deep for recharging. The new ipg was placed in a shallower pocket.